Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 21, 2007. Based on qa assessment, the product met specifications at the time of release. There was no phaco tip returned for evaluation for the report of being occluded. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a lot history review could not be conducted. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. Because a phaco tip sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The complaint information indicates the tip was re-used. It is possible that surgical material from a previous surgery occluded the tip.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing poor aspiration during the start up of surgery. The phaco tip and sleeve were switched out to proceed with surgery. Additional information has been requested.